Event description:
Customer reported an altitude alarm 21 on the pump. There was no adverse impact to the customer¿s blood glucose level as the customer did not provide this information. Customer replaced the cartridge and the pump resumed normal operation, with technical support providing tips for preventing future altitude alarms.